Event description:
It was reported the customer was hospitalized, due to high blood glucose and diabetic ketoacidosis. Prior to hospitalization, customer had a low grade infection. Troubleshooting was not performed at the time of this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.